Event description:
Customer called to report high blood glucose levels. She stated her blood glucose readings had been between 400-500. She said she is pinching up some fat around the pod insertion site and there was no pain. No problems were noted with the device. No further info reported. The device is being returned for eval.

Manufacturer narrative:
The distal tip of the cannula was visually found to be folded in on itself with severe deformation with a partial opening remaining. The cannula passed insulin from the reservoir during eval, but this condition could have contributed to restricted insulin flow. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. The run data downloaded from the device indicated that the motor was working against a restriction, limiting it's ability to pump. This resulted in a hazard alarm being generated, which was not reported by the user, and indicates that the pod was pumping until the occlusion/back-pressure resulted in the alarm. The pod detected the failure and alarmed as intended, alerting the user to the malfunction. As noted in the user guide, pts are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. A review of the DHR for this lot does not show any abnormal events or trends from mfg and testing. The lot was found to have met all acceptance criteria.